Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead caused a lead safety switch as it had exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The ra lead configuration was reprogrammed back to bipolar and the ra lead remains in service. No adverse patient effects were reported.